Event description:
On may 31, 2016, 3m was informed of a patient who required root canal treatment on a tooth which had a 3m espe lava ultimate cad/cam restorative for cerec onlay. This patient had the onlay placed on tooth #31 on (B)(6) 2012. On (B)(6) 2014, it was noted that the onlay had failed and a root canal was required.